Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed the failure analysis of a da vinci product involved with this complaint. The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed via the site's logs and replicated in-house. The unit was tested on an in-house system, and it passed normal mode. The unit went through testing on a patient side cart (psc) fixture test platform (pftp), and it failed the insertion cva characterization test. Fluid intrusion was detected.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, every time the or staff installed a cannula in the universal surgical manipulator (usm) 3, it would blink yellow. The technical support engineer (tse) verified several 1162 errors on the usm 3. Prior to calling in, the customer power cycled and reseated the drape, but the error persisted. The usm was erroring even with no drapes attached. Tse walked the customer through a hard power cycle and emergency power off (epo), but the error came back at power up. The customer was continuing with the case with 3 arms. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced the reported problem. The fse replaced universal surgical manipulator (usm) to solve the 1162 fault. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). At the time of this report, the failure analysis has not been completed.